Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that she was calling about the stimulator that she thought was explanted on (B)(6) 2019. Patient did not have the serial number of the device as she threw everything away related to that device. The cause of the charging was unknown. Patient thought it was just getting worn out. On (B)(6), they took the old one out and put the new one in. Leads and everything else was removed and new ones were put in. No further complications were reported/anticipated

Manufacturer narrative:
Continuation of d11: product ID 3778-60 lot# serial#(B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2019 product type lead product ID 3778-60 lot# serial# (B)(6). Implanted: (B)(6) 2013 explanted: (B)(6) 2019. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her doctor recommended updating her machine and she had other issues with her older unit. The patient reported that the doctor thought it was just getting old. The patient reported that there was no explanation for the long charging time, they thought it may be getting older. The patient reported that the charging issue were one of many issues as to why the device was explanted. No further complications were reported. ***omitted info in patltr regarding to the bent connector pin(s) as it has been previously reported.***

Event description:
Additional information was received from the patient. It was reported that she was calling about the stimulator that she thought was explanted on (B)(6), 2019. Patient did not have the serial number of the device as she threw everything away related to that device. The cause of the charging was unknown. Patient thought it was just getting worn out. On (B)(6), they took the old one out and put the new one in. Leads and everything else was removed and new ones were put in. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6)2013, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reportedthat the patient¿s explanted device was not charging properly; they would have to charge for 8 to 10 hours. The patient stated the charging problems were ¿causing all kinds of headaches. There were no further complications reported or anticipated.